Event description:
It was reported the gastrointestinal videoscope had communication error e315. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g6, h2, h3, h6. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects on nozzle. Based on the results of the investigation, it is likely the following led to the initial malfunction: water ingress into the scope connector allowing water droplets to adhere to the circuit board and cause a short circuit. For the foreign objects on nozzle, a root cause could not be identified. Olympus will continue to monitor field performance for this device.